Event description:
It was reported that during preparation for a stenting treatment procedure the stent dislodged. While prepping for a stenting treatment procedure, the physician was removing the 5x32mm veriflex stent delivery system (sds) from the protective sleeve and mandrel when it was noted that the stent had dislodged from the sds. The sds did not enter the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR.: the delivery device was received along with the detached stent. An examination of the delivery balloon found that the balloon appeared to have been inflated. There was visible evidence of the stent crimp on the balloon material. An examination of the stent found that the mid-section of the stent was stretched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, the stent dislodged. While prepping for a stenting treatment procedure, the physician was removing the 5x32mm veriflex stent delivery system (sds) from the protective sleeve and mandrel when it was noted that the stent had dislodged from the sds. The sds did not enter the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.